Event description:
Reporter stated that customer found leak in two sets during priming. Follow up with clinician revealed that in two separte incidents, unknown chemo drugs leaked onto the floor. In one incident, chemo leak was noted immediately and in the second incident, it was reported that approximately 100cc of chemo leaked onto the floor. It was confirmed that no chemo splashed onto the pt or staff member. Chemo spill onto floor was reported to have been cleaned up appropriaely. Leak was returned to have come out of a hole found in the tubing.